Event description:
It was reported to boston scientific corporation that a polaris loop was to be used for a procedure to be performed in the ureter, to treat upper ureteral calculi on (B)(6) 2019. According to the complainant, during unpacking, the stent was reported to be broken. The procedure was successfully completed with the use of another polaris loop stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code and device code 1069 captures the reportable event of stent shaft broken. Block h10: a polaris loop stent was returned for analysis. A visual evaluation of the returned device revealed that the stent was damaged at its bladder side where the suture goes placed, the loop was found ripped/torn. The suture string was not returned for evaluation. No other issue was noted. The failure found (loop ripped/torn) could be caused when suture is being pulled and the damage was noted at the bladder side of the device specifically in the loop where the suture goes placed. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Block h11: block h6 (device code) has been corrected based on the investigation results.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop was to be used for a procedure to be performed in the ureter, to treat upper ureteral calculi on (B)(6) 2019. According to the complainant, during unpacking, the stent was reported to be broken. The procedure was successfully completed with the use of another polaris loop stent. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.